Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. There were stent struts on the proximal end of the stent that were bunched and overlapping. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found several hypotube kinks throughout the device. A visual and tactile examination found several outer and inner shaft kinks throughout the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During the unpacking of a 4.00x20mm promus premier¿ drug-eluting stent, it was noted that the stent had a burr on the end of it. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During the unpacking of a 4.00x20mm promus premier¿ drug-eluting stent, it was noted that the stent had a burr on the end of it. No patient complications were reported.